Event description:
Related manufacturer reference numbers: (B)(4). It was reported, that the patient presented remotely via merlin net. Upon review of transmission, it was found, that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited under-sensing. Programming changes were made. Patient condition was stable. And the patient would continue to be monitored.